Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported on (B)(6) 2021 that he received a "scan error" message from the adc freestyle libre sensor on the fifth day of wear, and ordered a replacement. On (B)(6) 2021, a caller reported on behalf of the customer that due to a delivery issue involving the replacement product, he was unable to monitor his glucose levels. The customer was "absent, unapproachable, and no response" and treated with hypofit glucose gel and "dextro" by his son. An ambulance was called and upon arrival, an hcp meter reading of 7.6 mmol/l (137 mg/dl) was obtained and no further treatment was required. There was no report of death or permanent injury associated with this event.